Event description:
A falsely low amikacin result was obtained on a patient sample on an atellica ch 930 system using syva emit amikacin reagent. The erroneous result was reported to the physician(s). After quality controls (qc) recovered out of range the following day, the initial amikacin result was questioned, and the sample was repeated for amikacin and recovered higher. The higher result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered out of range on the day after the erroneous result was obtained. The assay was recalibrated, after which qc recovered in range. Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2025-00109 on 14-jul-2025. Additional information (13-oct-2025): siemens has reviewed the instrument data. The issue was resolved with the replacement of the reagent and sample mixers and replacement of the reaction cuvettes as part of routine service troubleshooting and maintenance. The customer has been monitored for reoccurrence by the local team since august and there has been no reported recurrence from the customer. Siemens has received verbal confirmation from the local service the event was resolved with the maintenance performed. The customer is operational, and the reported event is resolved by routine / service part replacement. The system is performing according to specifications. No further evaluation of this device is required.